Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side "loss of volume". Device remains implanted.

Event description:
Healthcare professional later confirmed to be a right side deflation not a left side deflation. No complaint against the device.